Event description:
This was a spontaneous report from a company representative and an anesthesiologist via a company representative and concerned a female pt (age not reported) from the united states: local case ID (B)(4). Initial info was processed with additional info received on 06/22/2015 and 06/24/2015. The pt's height, weight, and medical history were not reported. The pt was treated with an omrix pressure regulator to deliver evicel (human clottable protein/human thrombin, solution, spray) 10 ml (cc), on (B)(6) 2015 with a pressure of 15 psi of carbon dioxide gas, approximately eight or nine cc on the sleeve gastrectomy staple line at a distance of four centimeters, and one or two cc at the site of a wedge liver biopsy at a distance of one to two centimeters for bleeding (captured as hemostasis). The sales representative reported that in her opinion the surgical resident was too close to the liver when spraying with the evicel (entered as device misuse). She estimated the spray time at approximately 20 seconds. The sleeve gastrectomy surgery was laparoscopic. Electrocautery was primarily used to stop the bleeding from the resected liver edge. A yellow flexible tip (product code 3909) was used which was threaded through a rigid sheath (manufactured by micromedic). On (B)(6) 2015, following the use of the omrix pressure regulator, the company representative reported that the pt experienced a drop in her oxygen saturation levels. While spraying the liver, the pt desaturated and became hypotensive. A cardiopulmonary resuscitation code was called and the nurse anesthesiologist called her attending anesthesiologist into the operating room. The abdomen was desufflated. The pt was resuscitated. After a period of time following successful resuscitation, the abdomen was reinsufflated and the resected gastric specimen was removed. The sales representative left the operating room during the code. It was reported from the sales representative that the nurse was operating the foot pedal of the pressure regulator at the time of the event. The pt was thought to have suffered an air embolism (entered as suspected co2 embolism) as reported by anesthesia. On an unspecified date, the pt left the operating room fine and, as per the company representative, the health care provided did not feel like there were any further problems when they woke her up. Action taken with omrix pressure regulator was not applicable. The pt had recovered from drop of oxygen saturation, device misuse, and suspected co2 embolism in (B)(6) 2015. The company representative noted that the surgeon's opinion was that there was no correlation/ relationship of the product to the events drop of oxygen saturation and suspected co2 embolism. This report was serious (life threatening) and reportable. Company medical safety officer's initial assessment: this was a spontaneous report from a company representative involving a female pt who underwent a laparoscopic sleeve gastrectomy and wedge biopsy of the liver during which evicel was sprayed on the gastric staple line and the site of the liver biopsy. The evicel was sprayed using a yellow flexible tip catheter (product code 3909) and pressurized carbon dioxide (co2 gas at a pressure of 15 psi via an omrix pressure regulator. There was misuse of the device as the applicator tip was modified by threading it through a rigid sheath made by micromedic. The recommended spray distance was not followed and the product was applied at 1-2cm distance instead of maintaining at least 4 cm distance from the target site as it's recommended by the product IFU. Furthermore, gas delivery occurred independently from the delivery of evicel, since the nurse operated the gas foot pedal and the surgeon sprayed the evicel. This is contrary to the MFR instruction that the device should only be used by a suitably qualified and trained surgeon. This misuse of the product resulted in gas embolism, which was manifested as a drop in pt's oxygen saturation level and required an implementation of cardiopulmonary resuscitation code. This case is linked to drug/device case (B)(4).

Event description:
Additional information was received from a company sales representative on (B)(6) 2015, in the form of batch review reports on (B)(6) 2015, and from a telephone report from the surgeon via the company medical safety officer on (B)(6) 2015 combined. On (B)(6) 2014, the sales representative stated that the account had two pressure regulators, serial numbers, (B)(4). The sales representative confirmed that co2 gas was used, but she was not sure which pressure regulator was used during the procedure. On (B)(6) 2015, batch file reviews were conducted for both units and revealed that all assembly and component tests met their requirements and all tested units met their requirements. No air leakages were observed. No deviations occurred during the manufacturing, testing or release process of this pressure regulator. On (B)(6) 2015, the surgeon was contacted via telephone by the company medical safety officer. The surgeon repeatedly stated that nothing happened with regard to any ethicon product and that the reported events were not related to any of the ethicon products. He also reported that the patient went home fine with no problems. He stated that the patient just desaturated and that a code was not called. The surgeon explained that he sprayed the evicel on the fundoplication. The surgeon was asked to confirm that the procedure was a sleeve gastrectomy and he replied yes but provided no further elaboration. The surgeon was asked to confirm if he sprayed the evicel on the liver biopsy site, but the surgeon stated he was too busy to speak to the company medical safety officer and did not provide a response.